Event description:
It was reported the patient had loss of stimulation coverage. The sjm representative met with the patient for reprogramming and determined there were multiple invalid contacts on the lead. Follow up identified the physician planned surgical intervention to address the issue.